Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is still in progress.

Event description:
Additional information received 21aug2017: analysis assessment of the 12 month follow-up CT revealed no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 4 degrees and 2 degrees in the coronal plane. There were 12 filter legs with a grade 1 filter leg interaction with the ivc wall. The x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt was 2.5 degrees in the ap view and 5.9 degrees in the lat view. The ultrasound revealed no evidence of thrombus in the pelvic or lower extremity veins. The ivc was not assessed.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on imaging review and description of event. The celect-pt filter was deployed in an infrarenal location. There was no evidence of significant tilt or immediate perforation. One primary filter leg demonstrates a grade 3 interaction with the wall of the ivc, extending posteriorly and abutting an osteophyte arising from the superior endplate of the l2 vertebral body. Another primary filter leg demonstrates a grade 2 interaction extending into the pericaval fat. The remaining two primary filter legs both demonstrate grade 1 interactions with the wall of the ivc, indicating tenting. All eight secondary legs demonstrate grade 1 interactions with the wall of the ivc. The root cause for the perforations cannot be determined. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2016, the patient had a celect® filter placed. The inferior vena cava (ivc) diameter at the intended filter location was 21.15 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast and no filter legs appeared outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 23.1 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after placement. The angle of filter tilt in the ap view was 4.7 degrees. On the same day the post-procedure x-ray was performed. There was no evidence of filter fracture, embolization, or migration. Filter tilt was 6 - < 11 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 0.7 degrees and 7.1 degrees in the lat view. On (B)(6) 2016 (92 days post-procedure), the 3-month telephone follow-up was completed. The retrieval procedure was not scheduled due to ongoing risk for pe. No adverse events were reported and the patient was taking prophylactic low molecular weight heparin (lmw). On (B)(6) 2017 (192 days post-procedure), the 6-month telephone follow-up was completed and no other adverse events were reported. On (B)(6) 2017 (373 days post-procedure), the 12 month follow-up clinical assessment, CT of the abdomen with intravenous contrast, ultrasound, and x-ray were completed. The filter will be scheduled for retrieval. No adverse events were reported. The CT of the abdomen revealed a grade 1 filter leg interaction with the ivc wall. There was no evidence of filter embolization. The ultrasound revealed no evidence of thrombus in the ivc, pelvic veins, or lower extremity veins. The x-ray revealed no evidence of filter fracture, embolization, migration, or tilt. Analysis of the 12 month follow-up CT, ultrasound, and x-ray is not available. Patient outcome: the patient remains in the study.